Event description:
Registered nurse (rn) gathered his supplies to access the patient for his treatment. When the rn took off the white end cap from the end tubing of the huber needle, he noted a tiny piece of white on the inside of the end tubing, looked like plastic. These items were set aside, not used for port access. Huber needle, end cap, and packaging given to rn manager. A different huber needle obtained, no issues noted with it and was used to access the patients port for treatment. No patient harm. The 2 boxes were pulled out of stock and all other huber needles were checked for the lot number with the issue and also pulled out of stock. Reference report: mw5168748.